Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01096. It was reported during the patient's cervical ipg pocket revision procedure (reference MFR. Report: 1627487-2017-04539) on (B)(6) 2017, the physician noticed fluid and bubbles inside both cervical leads. As a result, the physician explanted and replaced both leads. Effective stimulation was restored following the procedure.